Event description:
Info received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The tech found the switches for the reverse trend engage and disengage were broken. The tech replaced the switches to repair the bed.